Event description:
When the patient's tube was flushed and sealed, the mandrel was separated from the piston when the blood was drawn back, and the family saw that they were skeptical about the quality of the equipment used in the hospital and replaced it with a new catheter flosser, which was understood after full communication with the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 3296735.the review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible the customer is not using the product as intended. This product is designed to push the plunger. It is not designed to pull the plunger rod back. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
When the patient's tube was flushed and sealed, the mandrel was separated from the piston when the blood was drawn back, and the family saw that they were skeptical about the quality of the equipment used in the hospital and replaced it with a new catheter flosser, which was understood after full communication with the patient. On 2024-8-6: update information: separation of push rod and rubber plug.